Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-08893. It was reported that the patient was unable to set their ipg to MRI mode due to an impedance issue. A field representative met with the patient and did an impedance check on the system. Several contacts were showing high impedance. The patient also reported as shocking sensation and pain at the ipg site (related manufacturer reference number: 1627487-2019-08892). Due to these issues, the patient may undergo surgical intervention.

Event description:
It was reported that the patient's system was explanted on (B)(6) 2019.